Event description:
Drill broke while drilling hole in acetabulum.

Manufacturer narrative:
The device associated with this report was not returned. The initial report stated the device would not be returned. A complaint database search has identified a trend for this failure within the 2274 quickset drill family. Previous investigations have determined that use error is the likely root cause. As a result of trending health hazard evaluation, dva-106292-hhe was conducted. The investigation did not establish the need for corrective action. No evidence was found of product or design error as a contributing factor. Subsequent complaints will be monitored under sep 419 post market surveillance.

Manufacturer narrative:
It was previously recorded, in error, that product was received for this complaint. Product has not been received and there was no date of manufacture provided. Depuy considers this complaint to be closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.